Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During a cholangiogram procedure to help locate a blockage in the bile duct, a stone extraction balloon was inflated and there was "an injury or leak in the bile duct." A stent was placed in the bile duct. The patient was treated with antibiotic therapy and hospitalized. No further information has been obtained despite good-faith efforts. The specific device problem is unknown. It was reported that "the device did not do what it was supposed to do." Additional information received on june 21, 2024: additional information was received that this event was previously reported. See MFR. Report #3005099803-2024-00803

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block h10 have been updated. Block h6: imdrf patient code e1108 is being used to capture the reportable event of biliary leak. Imdrf impact code f08 is being used to capture the reportable event of prolonged hospitalization. Imdrf impact code f2301 is being used to capture the reportable event of additional device required. Imdrf impact code f2303 is being used to capture the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During a cholangiogram procedure to help locate a blockage in the bile duct, a stone extraction balloon was inflated and there was "an injury or leak in the bile duct." A stent was placed in the bile duct. The patient was treated with antibiotic therapy and hospitalized. No further information has been obtained despite good-faith efforts. The specific device problem is unknown. It was reported that "the device did not do what it was supposed to do."

Manufacturer narrative:
User facility reference number: (B)(4). Imdrf patient code e1108 is being used to capture the reportable event of biliary leak. Imdrf impact code f08 is being used to capture the reportable event of prolonged hospitalization. Imdrf impact code f2301 is being used to capture the reportable event of additional device required. Imdrf impact code f2303 is being used to capture the reportable event of medication required.